Event description:
It was reported that high impedance was seen on a patient's vns within a year after generator replacement. According to the patient's mother, the patient was ¿wresting¿ or ¿roughhousing¿ with his older brother who continually had him in a ¿headlock¿. Not long after that, she noticed an increase in seizures and then the high impedance was observed by the physician. The patient underwent lead replacement and at that time it was noted that the lead had a very noticeable ¿fraying/fracture" after lead replacement, impedance was ok the surgeon and neurologist attributed the fracture to the headlock. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
Analysis was completed on the patient's previous generator and it was determined through internal data impedance tracking of the generator that low impedance had started around a year prior. No further relevant information has been received to date. Analysis hasn't been completed on the returned lead to date.

Event description:
The explanted lead was received for analysis, but analysis hasn't been completed on the returned product to date.

Event description:
Lead product analysis was completed and reviewed. Lead pa confirmed the presence of a lead break in the positive and negative lead coils, with corrosion found at the coil break locations. Mechanical wear was also noted at the coil break locations. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other anomalies were noted with the returned lead portion.